Event description:
Location: w2dn bamc med supply acct (B)(6). There was an incident in (B)(6) where a versajet ii was leaking oil. The incident did not cause any injury to the pt, and did not result in the delay of treatment. However, this is the fourth time this malfunction has occurred: 4 different units and all 4 of the original units we have purchased have experienced this failure. The MFR is actively working with our organization to research and resolve the problem by making the required modifications, but there is a definite quality issue with these devices.